Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter pcb and image processor pcb assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.